Event description:
This is a report of a home patient (hp) who was diagnosed with an inguinal hernia. The hp was planning on having a surgical repair of his hernia once a physician is selected. No additional information is available regarding the hernia event.

Manufacturer narrative:
(B)(4). Device history review performed with no issues noted.

Manufacturer narrative:
(B)(4): review of the device service history revealed no issues that could have caused or contributed to an inguinal hernia. Should additional relevant information become available, a follow up MDR will be sent.